Event description:
An impella cp device was inserted via the right femoral artery in a 70-year-old female patient presenting with aortic valve insufficiency, scai shock stage d. Patient's comorbidities were unknown. Nursing staff reported that the patient required blood transfusion due to a drop in hemoglobin from 9.5 g/dl the previous day to <8 g/dl. One unit of prbcs was administered, and the follow-up hemoglobin was 8 g/dl. The surgeon was not concerned for active bleeding initially and performed no intervention beyond transfusion. No hemolysis was suspected, as the urine was yellow and >30 ml/hr. Later, arterial bleeding was observed at the impella cp access site, and the in-house consultant adjusted the perclose sutures, after which bleeding significantly slowed and nearly stopped. The patient continued to require blood products due to low hemoglobin, and a gi bleed was suspected. CT imaging performed the previous afternoon confirmed an acute gi bleed. The patient was on systemic heparin for impella support, required increased vasopressors and IV fluids, and nursing staff noted an increase in suction alarms. The patient expired overnight while on support. The reported major bleed requiring blood transfusion is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The suspected and subsequently confirmed gi bleed is more plausibly related to the patient¿s underlying critical condition, but systemic anticoagulation required for impella therapy could be a contributing factor. The death will be conservatively reported to the impella cp; however, the device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical condition as they presented in scai shock stage d.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the major bleed/access site adverse event could not be determined due to insufficient clinical details. The cause of the low or blocked pump flow issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.